Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion at l4-s1 using bmp2_acs. Subsequently, patient was diagnosed with injuries including ectopic bone growth, inflammatory reactions, osteolysis, and cage migration.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported per patient's medical records that: on (B)(6) 2003 patient underwent anterior lumbar interbody fusion using cages and bmp at l4-5 and l5-s1. Preoperative, postoperative diagnosis: degenerative disk disease, herniated nucleus pulposus at l4-5 and l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.